Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hypoglycemia, hyperglycemia, and a seizure requiring medical attention after wearing the pod an unspecified number of hours on an unspecified site location. On (B)(6) 2025 the pod switched to manual mode due to not being able to locate the continuous glucose monitor sensor. The patient tried to switch back to automatic mode multiple times without success. On (B)(6) 2025 the patient woke up with their blood glucose reading ¿high¿ (22 mmol/l or 400 mg/dl) so they manually told the pod to give them 3 units of insulin, which they assumed would decrease their blood glucose approximately 12 mmol/l. Approximately 30 minutes later, they noticed their blood glucose dropping rapidly so they ate some candy to try to prevent hypoglycemia. The patient then lost consciousness and had a seizure due to hypoglycemia (reading of ¿lo¿). The patient¿s friend was present and called emergency services. Paramedics arrived and provided glucogel onto the patients¿ gums and eventually the patient came back around. The patient consulted their doctor and nurse at an unspecified time after this occurred, and they stated they didn¿t understand why this had happened. It was unspecified if and when the pod was removed. Dexcom has been notified of the event.